Event description:
It was reported that the patient presented with a disturbance of consciousness. It was noted that the pacing lead exhibited high impedance and was suspected to have fractured. The potential lead failure included intermittent pacing. The lead was reprogrammed and revision is planned. No further patient complications have been reported as a result of this event.